Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection. It was determined that loss of connection was related to the mobile application. No additional event or patient information is available. Data was provided for evaluation and the reported issue of loss of connection was confirmed. However, loss of signal did not exceed one hour and the device operated within specification. A root cause was not determined was device was within specification. It was indicated that the patient was using an unsupported operating system.